Event description:
It is reported that the pt was revised due to dislocation. At the time of revision, the surgeon found that the hinge post extension was loosened.

Manufacturer narrative:
This report will be amended when our investigation is complete.